Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 31 mg/dl, cause was unknown. Customer required assistance from emergency medical technicians addressing bg level with intravenous dextrose. Tandem technical support reviewed pump data and found that the pump performed as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.